Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor was damaged. The customer's blood glucose level was 97 mg/dl at the time of the incident. The customer reported having three sensors fail. The first two sensors had errors. The customer reported the third sensor cannula fractured while in the body. During troubleshooting the customer reported the sensor cannula is no longer in the body. The customer does not have the sensor. The sensor will not be returned for analysis.